Manufacturer narrative:
There was no patient injury or medical intervention required. The exact cause of the reported problem cannot be determined. Nxstage was not contacted for assistance until the day after the event occurred. There is no evidence to suggest that a device malfunction occurred. Following review of proper setup and pod resetting procedures with the operator there have been no further problems with arterial pressure reported from this operator. In the event that a problem cannot be resolved during a treatment, the operator can always discontinue the treatment and manually return the pt's blood. Instructions for manual rinseback under these circumstances are included in the user's guide. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an advese event solely to comply with the FDA's blood loss policy. Nxstage received a user facility medwatch report on o8/17/07 stating the following, "nxstage dialysis machine arterial pressure alarm failure-unable to troubleshoot-patient lost blood." It was noted in the report that the event required intervention to prevent permanent impairment/damage. Although, the type of intervention was not specified. Follow up with facility indicated that there was in fact no medical intervention required as a result of this event and that the user facility medwatch report was in error. Review of technical support calls determined that nxstage had rec'd a call from this pt in 2007 reporting that they had difficulty monitoring arterial pressure during their treatment the prior day. The nxstage clinical educator (rn) who spoke with the pt reviewed the procedure for set up of the cartridge and arterial pressure pod as well as procedures for resetting the pod that are included in the instructions for use. It was not reported at that time that the cartridge had been discarded and the pt lost the estimated 190cc blood in the cartridge as a result.